Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 12 devices were received for evaluation; 5 events were duplicated during testing. 3 devices were found to be affected by compromised lubrication. 1 device was affected by corrosion. 1 device was affected by debris. The reported event was not duplicated for 7 devices; the devices were found to be within specifications for the reported event. 1 device was available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. There were no remedial actions taken. This device is not labeled for single-use. Correction: one device was expected for evaluation; however, the device was not available. Device not returned.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. Twelve events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.